Event description:
The customer contacted stryker to report that their device displayed a white screen and then powered off. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(6).

Event description:
The customer contacted stryker to report that their device displayed a white screen and then powered off. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The customer purchased a new device. The original device was scrapped.